Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was found unresponsive with bradycardia. Initial interrogation of the implantable pulse generator (ipg) stated electrical reset. There was no magnet response and they were unable to interrogate the ipg any further. Based on the patient's medical situation, the family is choosing not to replace the ipg. No further patient complications have been reported as a result of this event.